Manufacturer narrative:
Analysis: an external abrasion was found breaching the optim sheath only, at the middle region of the lead, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.